Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's wound had discharge and swelling at the incision site. As a result, the device was removed. There have been no reports of further complications regarding this event.